Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that in (B)(6) 2023 the patient developed painful stimulation that caused her to feel "jolting." Patient was trying to adjust stim to control interstitial cystitis (ic) symptoms of painful bladder, urgency, and frequency. Patient stated the primary reason for device implant is ic. Patient went to see managing healthcare provider (hcp) who turn therapy off until replacement surgery was done on (B)(6) 2023. Did not get to ask for notify date/device sn as patient had to leave to pick up her daughter.